Manufacturer narrative:
Occupation is lay user/patient. The test strips are no longer available to return.

Event description:
The customer questioned inr results from 11 comparisons performed between a coaguchek xs meter used at the doctor's office with an unspecified serial number compared to the stago laboratory method. The results between the meter and the laboratory were obtained within 7 hours. Based on the data provided, the results from 10 comparisons were discrepant. The customer's therapeutic range is 2.5 inr - 3.5 inr. No adverse event occurred. Any changes to medication dosage were based off of the laboratory results. The customer is currently experiencing slight shortness of breath. The customer stated her finger was not dry from the alcohol swab at the time of the meter tests. It was also noted that the customer had been drinking alcohol at the time of some of the higher inr results. The customer's hct is in range. The customer has issues with anemia. The customer is not on heparin or other direct thrombin inhibitors. The customer does not have lupus and does not have anti-phospholipid antibodies. The customer has had no diet changes and no new illnesses. The customer was not experiencing any bleeding or bruising. The meter and test strips were requested for investigation, however, neither are available to return. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed.

Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined.